Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument had a broken ceramic sleeve. The broken piece was missing as a result of breakage. Size of missing piece was approximately 0.054¿ x 0.099. This type of failure is typically attributed to excess force applied to the distal end of the instrument or accidental instrument collisions.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown, the customer had a damaged ring component on the permanent cautery hook. Procedure was completed with no patient harm.